Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, ¿the hernia sac was multilobulated and scattered. A ventralex patch was placed and laid against anterior abdominal wall and sutured.¿. On (B)(6) 2015 - patient was diagnosed with abdominal and pelvic pain; adhesion thereby underwent open repair dilation and curettage. Per op notes, ¿adhesions from the omentum to the anterior abdominal wall were taken down.¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective.